Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the complaint review, there is no indication of a lot specific product quality issue. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. The reported patient effect of dissection is listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures.

Event description:
It was reported that the procedure was to treat the mid left anterior descending (lad) coronary artery with moderate calcification and mild tortuosity. The 3.0x33 mm xience sierra stent was implanted and a distal edge dissection occurred. A 3.0x15 mm xience sierra stent was used to treat the dissection and complete the procedure. There were no adverse patient sequela. No additional information was provided.